Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial and ventricular channels since 2010 per stored egms. Lead damage suspected. Lead remains implanted.